Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device did not confirm the reported damage of cracked, instead the device was found to be nicked. The investigation attributed the root cause to unintended user error and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument has a crack through the main body of the instrument.